Event description:
Information received by medtronic indicated that the insulin pump alarmed hardware low level failure alarm. Customer stated that they did self test and error was occurred. Customer stated there was big crack on the battery compartment. The insulin pump screen was blank. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 pump alarmed pump error 63 and blank display. Complained the battery compartment is cracked. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump was monitored. No pump error 63 or blank display noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed pump error 63 in the pump long trace history on (B)(6) 2021 4:30:33 pm due to moisture damage to the pcb1 board and pcb 2 board. No variable number listed in the long trace download. Found moisture damage to motor assembly during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay, missing display window cover and cracked case corner of the belt clip rails near the battery compartment, the p-cap/reservoir does lock properly. No pump error 63 or blank display noted during testing. However, confirmed pump error 63 in the pump long trace history on (B)(6) 2021 4:30:33 pm due to moisture damage to the pcb1 board and pcb 2 board. Confirmed cracked case corner of the belt clip rails near the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.